Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device: the serial number of the device was requested but was not provided, therefore the age of the device is unknown. It is unknown if the device is expected to be returned for evaluation. As of yet it has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was also reported that on (B)(6) 2018, there was a no external power event that could be caused by the power cord of the mobile power unit (mpu) coming loose at the wall outlet. During this event the system controllers internal battery supplied power to the pump as designed. No additional information provided.

Manufacturer narrative:
The result and evaluation codes were inadvertently left out of MFR report #2916596-2018-02223 follow-up #1.

Manufacturer narrative:
No product was returned for evaluation as the mpu remains in use. Evaluation of the submitted log files confirmed a no external power alarm while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mobile power unit (mpu) could not be conclusively established. The submitted log file contained data from (B)(6) 2018 through (B)(6) 2018. No atypical alarms were captured from the beginning of the file until (B)(6) 2018 at 2:35:36 am. At this time, the rsoc dropped from the expected 12v down to 5.2v then to 3.2v in approximately 5 seconds, activating the no external power alarm. This no external power alarm appeared to be caused by a loss of ac power while the controller was connected to the mpu. The system operated on the backup battery (ebb) during this event. No other atypical alarms were captured and the pump operated above the low speed limit for the duration on the log file. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu was not exchanged. The patient was re-educated on the mpus cord and ensuring a secure connection to both the mpu and the wall. The patient has not had any problems since the reported event occurred.